Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the rfu indicator for the device was completely obscured. It was noted that due to the condition of the indicator, it was difficult for an operator to determine if the unit was fully operational or if a failure was detected. There was no patient involvement.